Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's wife alleges that while her husband was in the hospital they found sores on his right leg.

Manufacturer narrative:
The device was returned and evaluated. There were no flaws (cuts, abrasions etc.) In the chairs fabric or functionality that could be associated with the text of the complaint.

Event description:
Consumer's wife alleges that while her husband was in the hospital they found sores on his right leg.